Manufacturer narrative:
Event date is unknown.

Event description:
Related manufacturer reference number: 3006705815-2021-01136. It was reported that the patient was having inadequate therapy. The patient reported having multiple slips. Both leads had high impedances and programming was attempted without success. X-ray confirmed that both leads had migrated. As a result, surgical intervention may occur to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.